Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined; however, may have resulted from inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 02-010-04-0235 - logic cr femoral por, left, sz 3.5. (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) 02-012-48-3509 - logic tibial insert slope +. Sz 3.5, 9 mm. (B)(6) 200-02-35 - three peg patella 35mm.

Event description:
As reported, approximately 7 years and 9 months post the initial left total knee arthroplasty, the patient was revised due to unknown reasons. The patient was not revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.